Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for daughter via phone call for high blood glucose. Patient¿s blood glucose was 400 mg/dl. Customer reported that her daughter was laying down when the insulin pump gave insulin flow blocked alarm. Assisted customer in performing a 5.0u fill cannula and insulin didn¿t exit with the 5.0u fill cannula. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. . Customer reports insulin exits, but there is greater than normal resistance when attempting plunger push. Advised that the alarm may have caused by set/reservoir connection. The insulin pump will be returned for analysis.